Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a previously implanted medtronic surgical valve, the valve dislodged toward the ventricle, resulting in moderate central regurgitation from the existing calcified aortic valve and mitral valve regurgitation. The valve was snared and an attempt was made to re-position the valve. However, the valve was pulled into the ascending aorta and was subsequently removed surgically and replaced by a non-medtronic surgical valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A root cause of the dislodgement could not be determined from the limited information available; however, potential factors include inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion. In this case improper sizing of the patients annulus to fit the size valve may have played a role in this event, as it was stated that this was a larger valve from the size 26mm valve originally attempted to be implanted. The event description of moderate regurgitation does not indicate a potential manufacturing issue. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. Mitral regurgitation can potentially be affected by factors such as an implant depth which impinges on mitral valve function or damage to the mitral valve itself, and the root cause cannot be determined with the limited information available. A decision was made to snare the valve, though use of a snare to reposition the valve after deployment is complete is not recommended per the instructions for use (IFU). The valve was then pulled into the ascending aorta and removed surgically and replaced with a non-medtronic valve. This event does not indicate device misuse or malfunction. Updated data: h.6 - eval method, eval results, eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.